Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops from the infusion set tubing during the load fill tubing sequence until 30 units had been delivered. The customer decided to perform an infusion set change to address the event. Customer's blood glucose level was 174 mg/dl.